Manufacturer narrative:
Contour test strips were returned for evaluation. Strip information was not provided in the initial report. Lot#3bj3c02, exp date 2/28/2015. Manufacture date 02/01/2013. 510(k) k062058.

Event description:
The customer received a blood glucose reading of 246mg/dl on the breeze2, re-tested on a contour and the reading was 124mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement test strips and meter were sent to the customer.